Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become availbe, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received.